Event description:
It was reported that during a pci procedure, the viva balloon ruptured at 5 atms on the first inflation. The lesion being treated was a 90% stenotic lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed. The shopfloor paperwork was reviewed with no related issues found.